Event description:
Pharmacist working part time at hosp incorrectly used baxter's vial-mate adaptor to connect zithromycin vial to an IV fluid bag due to vague instructions on packaging of vial-mate adapter. Nurse discovered error before administering drug. Pharmacy tech also involved. Recommendations: need more detailed directions for use of the baxter vial - mate adapter.